Event description:
It was reported that this patient has experienced an infection since (B)(6) 2019. At the time, the implanted pacemaker was extracted and the leads were abandoned. This system was implanted on the right side of the patient chest as replacement. Additional information reported the abandoned leads were recently extracted because the infection had not subsided yet. The right-sided system remains implanted and in service. No additional adverse patient effects were reported.